Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx2.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm. Approximately five (5) months post initial implant the physician performed a secondary procedure for an unknown reason. The physician implanted two ovation iliac limbs. No further additional information or patient sequelae has been reported at this time.